Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds that had gradually rose over time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.